Manufacturer narrative:
The reported field event of setscrew anomaly was confirmed. The right ventricular setscrew was found to be fully stripped from the lead bore. This would not allow the set screw to be tightened and properly secured the lead. It is suspected the setscrew damage occurred during the procedure. Additional findings: while inserting the lead into the rv bore, the tip of the lead could not be fully inserted, indicating a possible obstruction inside the header. Analysis revealed that the third spring of the rv (df4) was damaged, which could prevent the lead from being fully inserted. Additional investigation was initiated to further investigate the header, and no escalation was necessary.

Event description:
During the initial implant procedure, the set screw on the header of the device was stripped. The device was explanted and replaced to resolve the event. The patient was stable.